Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A diabetes trainer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 600 mg/dl. The customer was vomiting and had diarrhea. During troubleshooting, the insulin pump's alarm history showed that multiple no delivery alarms had occurred. The insulin pump was not replaced or returned for analysis.